Event description:
It was reported that the power module snap on the battery connector was broken. A new battery connector was shipped.

Manufacturer narrative:
D4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.